Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that no flow occurred. In (B)(6) 2016, patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed on the same day. The target lesion was located in the distal left circumflex (lcx) artery with 95% stenosis and was 38mm long with an unknown reference vessel diameter. The lesion was treated with placement of a 2.75x38mm study stent. Post stent deployment, timi flow was 0. Two days after, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no reduction in timi flow, also confirmed that it was a typo, hence the complaint has been withdrawn.